Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex 5 x 18 did not open at the proximal section. The patient was undergoing treatment for an ica ophthalmic, unruptured, saccular aneurysm. The reported device and the accessory devices were prepared as indicated in the IFU. During the procedure, it was reported that the pipeline flex was delivered via microcatheter. The device was deployed, however, the deployment was reportedly "not satisfactory." The device did not open in the proximal section. The device was removed. The procedure was completed using a new device. There were no reports of patient injury.

Manufacturer narrative:
The pipeline flex braid was returned without the pusher. The distal end of the pipeline flex braid was opened and moderately frayed. The proximal end of the pipeline flex braid was not opened due to damaged braid. The middle section of the braid was fully opened, and no damage was noted. Dried blood was observed on the returned braid. No other anomalies were observed. Based on the analysis findings, the pipeline flex was confirmed to have failure to open at the proximal end as the returned pipeline flex braid was not opened due to damaged braid. The distal end of the braid was opened and moderately frayed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It is possible that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the reported issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.